Manufacturer narrative:
The reported events were high defib impedance and insulation abrasion between the shock coils. As received, a complete lead was returned in two pieces. The helix was partially extended and clogged with blood/tissue. The reported event of insulation abrasion between the shock coils was confirmed. Visual inspection found multiple internal abrasions between the shock coils breaching the ring electrode, right ventricular and inner coil lumens with one abraded right ventricular cable coating. The ptfe liner of the inner coil was intact. The cause of insulation abrasion between the shock coils was due to internal insulation abrasion. The reported event of high defib impedance was not confirmed. Unable to perform impedance test due condition of the lead as received. Electrical testing did not find any indication of conductor fractures. Electrical testing found shorting between conductor cables consistent with procedural damage.

Event description:
It was reported that rising defibrillation impedance was noted on the right ventricular (rv) lead. Fluoroscopy was performed, and externalized conductors were noted. The physician elected to explant and replace the rv lead. The patient condition was stable.